Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was not an alert for right ventricular lead noise, there was electromagnetic interference associated with the device which resulted in delivery of a shock, and both channels of the device displayed noise. Also, it was learned the device was implanted past the expiration date. The device remains in use and no further patient complications have been reported as a result of this event.